Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise, oversensing and a high, out of range impedance measurement greater than 2000 ohms. There was no pacing inhibition. An invasive procedure was performed to explant the lead. The device remains in service. There were no adverse patient effects reported.